Event description:
It was reported that pump experienced malfunction that showed malfunction code on screen, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, and confirmed that malfunction did not recur after reset, so customer was advised to continue using pump and to call back if issue returned, and customer acknowledged these instructions.